Manufacturer narrative:
(B)(4). (B)(6) study. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx covered stent was implanted during a stent placement procedure performed on (B)(6) 2016 as part of the (B)(6) study. The study stent was implanted as palliative treatment of a 2cm tumor in the pancreatic head due to pancreatic cancer. On (B)(6) 2016, an assessment of biliary obstructive symptoms (abos) was taken and reported dark urine, fever/chills, pale stools, jaundice, nausea/vomiting, and itching. Karnofsky score is 80. An esophagogastroduodenoscopy (egd) was performed in the common bile duct to place the wallflex biliary rx covered stent. The physician had difficulty pulling the sheath to deploy the stent and the stent prematurely deployed too far within the stricture. Attempts to remove the stent from the patient only resulted to further movement of the stent proximal above the stricture but below the bifurcation. Another wallflex biliary rx covered stent was implanted overlapping the first stent. Both stents remain implanted.